Event description:
An ophthalmic surgeon reported that system message displayed some times and intraocular pressure control could not be used during surgery. This issue resolved with exchange of the product. There was no impact to the pts; number of pts could not be identified.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).